Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the device was removed due to infection in the area of the pump incision. After all of the components were removed, a "mulchay wash" was performed. A new device was then implanted.